Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Reportedly, call was disconnected. Tandem technical support tried to follow up with customer, however, no response. No additional information was provided.